Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6), 2011 during a colonoscopy.according to the complainant, the clip locked onto the target region but would not release from the delivery catheter. The clip was removed from the tissue without any additional bleeding. A second resolution hemostasis clipping device was used to complete the procedure.there were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6) 2011 during a colonoscopy. According to the complainant, the clip locked onto the target region but would not release from the delivery catheter. The clip was removed from the tissue without any additional bleeding. A second resolution hemostasis clipping device was used to complete the procedure. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly fully deployed and returned inside the over sheath. The control wire was separated per design. The reported event of clip failed to release was not able to be confirmed. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.